Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ nipple sensation increase/decrease-ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation device and white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side nipple paresthesia/hypersensitivity which is not device related. Healthcare professional later reported a capsular contracture baker grade ii and exchange of textured device due to patient's concern with product. Healthcare professional additionally reported, "rupture". Later, healthcare professional additionally reported "right implant intact" and "right baker grade 3/4 capsular contracture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side nipple paresthesia/hypersensitivity which is not device related. Healthcare professional later reported a right-side capsular contracture baker grade ii and exchange of textured device due to patient's concern with product. Healthcare professional additionally reported, "ruptured". Later, healthcare professional additionally reported "right implant intact" and "right baker's 3/4 capsular contracture." Device has been explanted.